Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 200 mm in length dissection. It was reported that the physician inserted a guidewire but did not verify it was in true lumen of the dissection. The physician did not use ivus; however, there was no power injector in the room, so angiogram runs were very poor quality. The physician inserted a pigtail catheter to verify that the guidewire was in the true lumen. However the stent graft was deployed in the false lumen. The physician then fenestrated lumens from top and bottom, and connected the true to the false lumen graft. No additional clinical sequelae were reported.